Manufacturer narrative:
The returned air gas module, which regulates the inspiratory air gas flow to the patient has been finalized. During simulated-use testing in a reference ventilator, sub-test failures during the pre-use checks tests was confirmed. This also correlates to the event reported. The failures were caused by a defective integrated-circuit (ic) on a printed-circuit board(pcb) inside the gas module. The integrated-circuit (ic) is part of the flow measuring in the gas module. The failure of the integrated-circuit (ic) leads to inaccurate gas flow regulation which will be detected during the pre-use checks tests. Alarms will be activated if the failure were to occur during on-going ventilation. The failure was confirmed in the received device logs. We could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(6) 2016. The root cause for the defective integrated-circuit (ic), has not been determined from this investigation.

Event description:
(B)(4).

Event description:
(B)(4). It was reported that a ventilator failed the internal leakage sub-test during the pre-use checks tests and displayed an error message stating that the system volume was too small. There was no patient involvement reported. (B)(4).